Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that for this pacemaker dependent patient there was oversensing of non physiologic noise on the right ventricular (rv) channel for three electrograms (egms). Pacing is inhibited between three to four seconds in all episodes. Further review by boston scientific technical services (ts) of the daily measurements for another manufacturer's right ventricular (rv) lead found a rapidly oscillating pattern between roughly 400 an 900 ohms, starting seven months earlier. Ts also observed an increase in atrial threshold measurements to 2.4 volts six months earlier and that the atrial pace configuration is current programmed to unipolar for another manufacturer's right atrial (ra) lead. Ts advised bringing patient in further evaluation and to perform isometrics and pocket manipulation to elicit noise on leads. The pacemaker, rv and ra leads remain in service and no adverse patient effects were reported.

Event description:
It was reported that for this pacemaker dependent patient there was oversensing of non physiologic noise on the right ventricular (rv) channel for three electrograms (egms). Pacing is inhibited between three to four seconds in all episodes. Further review by boston scientific technical services (ts) of the daily measurements for another manufacturer's right ventricular (rv) lead found a rapidly oscillating pattern between roughly 400 an 900 ohms, starting seven months earlier. Ts also observed an increase in atrial threshold measurements to 2.4 volts six months earlier and that the atrial pace configuration is current programmed to unipolar for another manufacturer's right atrial (ra) lead. Ts advised bringing patient in further evaluation and to perform isometrics and pocket manipulation to elicit noise on leads. The pacemaker, rv and ra leads remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.